Event description:
It was reported that the patient with this right atrial (ra) lead exhibited atrial tachy response episodes associated with right atrial undersensing. Technical services reviewed the stored episodes and recommended programming adjustments. The lead remains in service. No adverse patient effects were reported.